Manufacturer narrative:
Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported found 2 pen needles that clogged. 1 during injection - did not do flow check event date (B)(6) 2024 discard. The 2nd pen needle clogged during flow check - event date (B)(6) 2024. Awaiting sample - dc lot # 3073546. Catalog# 320555. Sample status awaiting sample.